Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited diagnostics anomaly, the device accurately showed auto mode switch - ams episodes whereas the electrograms did not show the ams episodes. The patient was asymptomatic to the event. No intervention was performed and the patient would continue to be monitored.